Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that more than 4 months post implant, the threshold on the right ventricular (rv) lead was high. During the revision procedure, the physician was unable to extend the helix, so the lead was explanted and replaced. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.